Event description:
Pci was being performed on a 75% de novo lesion in the posterior descending artery with moderate calcification and moderate tortuousity. The radial approach was chosen for the procedure. During the attempt to deliver a 2.5x23mm cypher stent friction was encountered. The cypher was withdrawn out of the patient and the physician observed the distal stent strut was flared. The procedure was successfully completed with a 2.5x24mm taxus stent. There was no patient injury reported. The product was clinically used and will not be returned for analysis due to the pt's infectious diseases. The physician did not indicate any anomalies prior to use. Additional information regarding the procedure is not available.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is in the same class of devices as the cypher sirolimus drug-eluting stent that is distributed in the united states. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.